Event description:
Information received by medtronic indicated that pump had battery drains quickly. Customer had battery low alarm. Customer had blood glucose value of 12.8 mmol/l. No harm requiring medical intervention was reported. Troubleshooting was performed, customer reported five alarms per day in history and the issue was not resolved. The customer will discontinue use of the device. The device will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.